Manufacturer narrative:
Results evaluations: investigation: eval of the returned complaint sample confirmed the customer observation of leakage from the cuff. The source of the leakage was located in the cuff, approx 22mm away from the tube end. The leakage was examined under magnification and revealed a triangular hole. A review of our complaints history confirmed this to be the first complaint of this nature for the two possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% on this product line prior to packaging. Root cause: it has not been stated whether the product was tested prior to use in accordance with the product instruction leaflet; however, as this product was tested for leakage immediately prior to packaging and was successfully used for an unk period, we have determined the most likely cause for this incident is that the cuff became damaged following insertion of the cuff through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.